Event description:
A customer contacted baxter's technical service center regarding low drain volume during the initial drain on the homechoice (hc). The registered nurse (rn) stated the home patient (hp) does a last fill of 2.5l and complaints of feeling too full after he gets off the machine. The hp reported he does a manual drain and will drain approximately 3500-4000ml. The patient largest prescribed fill volume is 2.5l. Increased intra-peritoneal volume (iipv) criteria met; drain volume 4000ml, largest prescribed fill volume 2500ml. The technical service representative (tsr) explained how the last manual drain (lmd) option works and suggested to the rn she set the lmd option and put a target ultrafiltration (uf) in based on an average of hp's total uf. Product surveillance followed up (B)(6) 2010 with the peritoneal dialysis (pd) nurse who reported a home visit was done after this event and a last manual drain option was set on the device. The patient is also now using 1.5% solution for some of his therapies. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A device evaluation was not requested by the nurse.

Manufacturer narrative:
(B)(4). The homechoice device was not returned for evaluation. A review of the device?s previous service record revealed no issues that may have contributed to the reported difficulties of a 3500ml-4000ml post therapy manual drain. The device had not been previously returned for any issues related to increased intra-peritoneal volume (iipv's). Per the iipv decision tree, the most likely cause of the post therapy manual drain is: insufficient drain false empty detect: last manual drain not used. As a result of this incident, the nurse reprogrammed the patient's device to include a last manual drain. The homechoice/homechoice pro apd systems patient at-home guide was reviewed. The labeling was found to be sufficient in regards to using the last manual drain option. Renal quality engineering, along with plant servicing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate. The root cause for this issue is currently being investigated through CAPA number (B)(4).